Event description:
It was reported by the affiliate that during an unknown procedure, the handle to the stapler snapped during firing. They had to use another stapler to free the ets. Another device was used to complete the procedure. There were no adverse consequence for the pt. Customer disposed off, no device will be returning. Add'l f/u: the surgeon who was using the device is on paternity leave and haven't been able to get in touch with him, so the answers below are what theatre staff were able to tell me. I checked again when I was in the account last week and they definitely don't have the device.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the manufacturing process.